Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented for system extraction due to unrelated to the device issue. Externalized conductors were noted on the rv lead. The lead was functioning normally. The patient was stable post-procedure.